Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had a button error alarm due to moisture damage on keypad traces. No frozen screen noted. Insulin pump received with minor scratches on display window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
Customer reported a button error alarm after a battery change. The blood glucose reading was 243 mg/dl. Customer did not recall any significant events leading to the issue. Nothing further was reported.